Event description:
Patient stated that during infusion this evening the pump she was using that the screen went blank for about 10 minutes, and lost power. She stated that just earlier in the previous day or 2 she had put new batteries in the pump, so batteries were not the issue. She also stated at no time did she every power down the device, the pump "turned itself off and powered down" then about 10 minutes after powering itself down, the pump began to make noises and was unresponsive to any manual entries they tried to put in, then about 10 minutes, after that, they were able to get the pump to stop transmitting alarms. At that time patient went into event log and it showed that there was power issues with the pump. Patient was able to get her other pump running and was able to continue therapy without any other issues. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial numbers - (B)(6) and (B)(6).